Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported by the physician that following a percutaneous coronary intervention (pci) an angio-seal was deployed sometime in 2007. There were no complications during deployment of the angio-seal and hemostasis was achieved. A nurse stated that the patient developed a retroperitoneal bleeding event, and became unwell. The physician stated that the angio-seal had been deployed correctly, but did not hold the puncture site. The patient underwent surgical intervention. During exploration of the femoral arterial puncture site by the vascular surgeons, the collagen was removed; however, they believed the device had been deployed correctly. The patient's blood pressure was not abnormally high. No further information is available. The implant, event and explant dates are month specific.